Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/29/2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will not boot up and re-initialized continuously. Opened the case fot internal inspection and unit passed. External inspection found no issues related to customer complaint. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.